Manufacturer narrative:
A complete lead was returned severed in three segments at 11.0 cm and 41.5 cm from the is-1 terminal pin. Set screw marks were noted on all terminal connectors. Each segment (proximal, middle and distal) were put through and passed electrical continuity testing. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information in (B)(6) 2012 that this patient was presented back to the electrophysiology (ep) laboratory for an invasive revision of the implanted right ventricular (rv) defibrillation lead due to electrogram noise. According to the local representative, there was no inhibition of pacing, loss of capture, impedance issues or inappropriate therapy delivered. The rv defibrillation lead was extracted and replaced. The chronic device was left in-service. Subsequently, boston scientific received information in (B)(6) 2013 that this patient was inquiring about warranty credit and unreimbursed medical (urm). Information from the patient indicated that a complication (probable pneumothorax) occurred at the time of the procedure requiring placement of a chest tube to resolve and extended hospitalization. A boston scientific representative was not notified and was not aware that a procedure complication had occurred in (B)(6) 2012. A copy of the physician's dictation (pre-procedure) was received in (B)(6) 2013. The physician noted that the patient had been seen for follow-up in (B)(6) 2012 for evaluation of a lead fracture based on electrogram noise from the rv defibrillation lead. At that time, the patient was not symptomatic and denied any problems with dizziness, lightheadedness or chest discomfort. Interrogation at the time of the follow-up showed normal device function asociated with normal lead impedances and pacing characteristics. Sensing characteristics did show intermitted electrogram noise. Clinical observation of electrogram noise could not be reproduced with pocket manipulation. The patient was scheduled for a lead revision procedure.